Event description:
A portion of two piece penile prosthesis was broken off and leaked fluid outside of prosthesis causing prosthesis to be non functioning. Penile prosthesis was explanted and sent to pathology. A new penile prosthesis implanted.